Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found system logs confirmed multiple 2-8a and 4-8a errors, with additional c-00 entries correlating to reported faults; however, the issue could not be replicated onsite, all functional testing passed. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable cause of customer reported issue is attributed to a faulty electrical component inside the erbe generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure that question marks appeared on the erbe screen. The intuitive tech support engineer (tse) reviewed the system logs and confirmed that errors 4-8a and 2-8a occurred. The tse advised that the errors were due to either the energy cord or instrument was having issues communicating with the erbe. The tse advised the caller to replace the instrument, replace the energy cord, and reboot the erbe as well. The issue remained unresolved. The procedure was completed using a backup generator. There were no reports of patient injury.